Manufacturer narrative:
(B)(6) . This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was due to wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device seized, was rough running and defective. It was further determined that the device failed pretests on ¿switch mode function¿, ¿oscillation angle¿, ¿triggers and ecu function¿ , ¿switching function¿. It was noted on the service order that the reverse function on the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.